Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a pin-sized hole in the deionized water supply line of the sample transfer assembly. The fse removed and replaced the water supply tubing. There were no further reports of leaks. Bec internal identifier for this report is cf (B)(4). (B)(6).

Event description:
The customer reported a water leak and failed quality control (qc) results on an au5800 clinical chemistry analyzer. Patient samples were retested before reporting results from the laboratory; there were no reports of erroneous patient results. The customer did not provide information on personal protective equipment worn by the instrument operator at the time of the leak. There were no reports of injury as a result of the leak.